Event description:
The patient's mother contacted animas alleging that the subject pump would not power on. At the time of troubleshooting, the reporter confirmed there was no visible damage to the pump casing or battery cap. The reporter also confirmed there was no corrosion in the battery compartment. The patient's mother replaced the subject pump's battery; however, the alleged power issue remained unresolved. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: rebooting was observed in the black box history. No alarms related to the complaint were recorded in the alarm history. Moisture damage was observed on the battery cap. The battery cap was tested and no electrical connection defects were found. No damage was found to the battery compartment. The battery cap attached to the pump and the pump powered on normally. The pump was exercised for 24 without power issues or alarms. A leak test was performed and no leaks were found. The pump was opened and no damage was found to the power circuit.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.